Manufacturer narrative:
Weight: unk. Age: unk. Ethnicity: unk. This product is not marketed in the us claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6, -10.00 diopter, implantable collamer lens was implanted and replaced intraoperatively with a longer length lens on (B)(6) 2021 from patient's right eye (od) due to low vault. This resolved the problem. Cause of the event is reported as unknown. Reportedly, the post-op condition is good.